Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-06372 for motor error.

Event description:
Customer reported he was hospitalized due to low blood glucose. Customer stated he had high readings throughout the day. His reading was at 390 mg/dl; he changed the site multiple times and had to treat with manual injection because his readings were rising. He had to be taken to the hospital for his blood glucose dropping. The drive support is recessed and customer was disconnected during prime. Blood glucose value at the time of admission was 21 mg/dl. Customer also reported that the insulin pump alarmed motor error. Nothing further reported.